Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced device issues as it wound not pump up. An inflatable penile prosthesis (ipp) revision surgery was performed in which the cylinders and the pump were replaced. After removal of the device, fractures in both cylinders from buckling were found which caused a loss of fluid in the system. No further complications were reported.